Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device exhibited inappropriate automatic mode switch as a result of competitive atrial pacing. Programming changes were recommended but were not made. The patient will be monitored.